Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: UDI: upon complaint review, it was determined that the UDI was incorrectly trascribed on the previous report. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was received and evaluated at the service center. The reported complaint that the generator does not support artic probe and face plate is falling apart was confirmed. The dual rf and relay boards were upgraded as a part of hardware upgrade along with the keypad membrane, the software was upgraded to arc detect compatible and the missing mounting foot and dust cover were replaced. The device was tested and found to be working according to specifications. The outdated software version is thus responsible for the generator not detecting the probe. User mishandling of the device would have caused the face plate to fall off and the missing mounting foot and dust cover. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d4: the serial number has been updated to reflect the correct information. Therefore, UDI: (B)(4). Additional information: b5: subsequent follow-up with the reporter, it was reported that the event occurred during a routine check. Therefore, there was no procedure associated. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that vapr generator does not support artic probe, and face plate is falling apart. Event occurred before surgery, the device is available to be returned for evaluation.